Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment for an aortic dissection with re-entry in the left renal artery. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted in the left renal artery to close the re-entry. The vbx device was implanted in the target lesion, and the entry was confirmed closed by angiography. Thrombus was found at the distal side of the vbx device, so pta was performed for repair, however, at that time, blood flow in the left renal artery was lost. Thrombus aspiration and poba were performed but the occlusion was not resolved. The procedure was terminated with the left renal artery occluded as it was judged that additional treatment would be difficult. It was reported that blood flow to the left renal artery was observed from the inferior pole branch.

Manufacturer narrative:
Code not available: used to describe additional procedures (poba, pta and thrombus aspiration) during initial procedure. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.